Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change to black-black and it came out of the patient. Hemostasis was achieved by manual pressure. There was no reported patient injury. The device was used in a endovascular therapy (evt) procedure with a contralateral approach. A non-cordis short sheath was used. The device was stored in an air-conditioned catheterization room. The device was removed at an angle of 30 to 45 degrees, and the procedure was performed without any problems. The vessel diameter is 5 mm or more, and there is no calcification, plaque, or stent in the proximal portion. The patient status after the procedure was ¿good¿. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The vascular sheath introducer locked against the handle assembly and an audible click was heard. There was pulsatile flow observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed/showing and there were no anomalies noted to the loop. The device was stored and prepped according to instructions for use (IFU). There were no visible signs of device/package damage prior to use. The user is trained to the device. Other procedural details were requested but were not provided. A non-sterile unit of product ¿vascular closure device - 5f¿ was received inside of a clear plastic bag. The device was unpacked to perform the product evaluation finding the following conditions: the delivery shaft is inserted into an unknown non-cordis csi of the proper french size; the deployment lever is not depressed; indicator window was received black/white color; the plug is not deployed; the cowling guard was received locked; the back bleed port is set at its original position. The indicator wire is deployed; the device is blood saturated. No other outstanding details were observed on the returned part. The functional analysis was performed. The indicator wire was pulled to move the indicator window from black/white state as received into the black/black state. At the black/black stage the deployment button was pushed down, it was completely depressed, and the plug was deployed. The indicator window turned into black/red/white state. The device performed the deployment process successfully. The device case was opened, and the internal mechanism was inspected with a vision system to magnify the image. The internal mechanism is assembled correctly, and no anomalies were observed. Based on the information available for review, the reported event of indicator window no change to indicator¿ was not observed during the analysis. The device was received not deployed, presenting no damages or anomalies. The functional analysis was performed successfully. The indicator window achieved the three stages deploying the plug as expected and the deployment lever perform properly. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. No preventative or corrective actions will be taken at this time. No evidence of manufacturing defects and/or assembly issues was found. The product analysis does not suggest that the reported failure could be related to the manufacturing process of the unit. No corrective or preventive actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change to black-black and it came out of the patient. Hemostasis was achieved by manual pressure. There was no reported patient injury. The device was used in a endovascular therapy (evt) procedure with a contralateral approach. A non-cordis short sheath was used. The device was stored in an air-conditioned catheterization room. The device was removed at an angle of 30 to 45 degrees, and the procedure was performed without any problems. The vessel diameter is 5 mm or more, and there is no calcification, plaque, or stent in the proximal portion. The patient status after the procedure was "good¿. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The vascular sheath introducer locked against the handle assembly and an audible click was heard. There was pulsatile flow observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed/showing and there were no anomalies noted to the loop. The device was stored and prepped according to instructions for use (IFU). There were no visible signs of device/package damage prior to use. The user is trained to the device. Additional information was requested but not provided. The device will be returned for evaluation.